Manufacturer narrative:
Company representative instructed the customer to restart the system and communication reestablished.

Event description:
Customer reported the panorama central station's server stopped communicating and the central station had a blank screen and shut down, which may have resulted in loss of telemetry monitoring. No pt injury was reported.